Manufacturer narrative:
Operator of device and initial reporter are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a double beep with the cassette during testing. No patient injury was reported.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage. Functional testing found the pump is giving the normal cassette removed alarm without the test cassette installed and is quiet with the cassette installed. Upon inspection, downstream occlusion sensor appears to be undamaged and there is no evidence of fluid ingression. Replace down stream occlusion (dso) as a preventative measure. The root cause of the issue could not be determined - no fault found. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: model num 6400. H4: device manufacturing date: 10/04/2006.